Event description:
The customer reported that during a hysterectomy the knife blade would not advance. The surgeon opened another instrument to continue the procedure. There was no patient injury. The device was returned with an internal part of the spindle cap missing. The missing part was not returned. The customer stated that the piece did not fall into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.